Manufacturer narrative:
The reporter stated that the patient had a hypoglycemic event with a blood glucose of 3.8 mmol/l. The patient was allegedly treated by a teacher with glucose gel. No additional symptoms of hypoglycemia were reported. The reporter stated that the patient's blood glucose level returned to normal shortly after treatment.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were missing records in the basal history. The reporter could not find any reason for this in the pump history. This complaint is being reported because the alleged issue could indicate a delivery problem. The reporter stated that the patient had a blood glucose of 3.8 mmol with no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet animas' criteria for a serious injury.